Manufacturer narrative:
(B)(4). The onset of peritonitis was during (B)(6) 2015. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient was diagnosed with peritonitis while hospitalized for an unrelated event and discharged after 11 days. The exact cause of the peritonitis was unknown. The patient was treated with tobramycin (intraperitoneally, dose, frequency, and duration unknown) for peritonitis. Dianeal therapy was discontinued temporarily and the catheter was removed. It was reported that the patient will eventually return to peritoneal dialysis therapy in approximately two months. At the time of this report, the patient was recovering from the event. No additional information is available.